Event description:
It was further reported that the patient¿s catheter had failed as either the catheter was not anchored or ¿broke loose into the spine and fell down like spaghetti.¿ this was reportedly was the third time however, the patient did not remember the date of the third revision. (For other revisions see manufacturer reports: # 3007566237-2013-03927 and #3004209178-2013-10470) additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient¿s catheter had ¿slipped¿. No further information was known to the reporter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8590-1, lot# n328015, implanted: (B)(6) 2012, product type: accessory. (B)(4).